Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that atrial lead need to be revised because it was pulled out during coronary artery bypass graft surgery. The lead remains in use. No patient complications have been reported as a result of this event.